Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-14756. Following a coronary artery bypass grafting (CABG) surgery, the patient had ventricular fibrillation with two inappropriate therapies. The patient was externally defibrillated with success. After the external defibrillation, the device could not be interrogated because the device was in back-up vvi mode. Abbott technical services analyzed the device image which showed a short cut between a damaged right ventricular (rv) lead and the device. The device was explanted and replaced. The rv lead was capped and replaced. The patient is stable.